Event description:
Information received indicates the right upper siderail is not latching.

Manufacturer narrative:
The technician found that the latching mechanism was forced against the siderail's plastic housing. He realigned the siderail latch mechanism to allow it to move freely.